Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the lcb distal cover missing. Based on the result, we concluded that it was caused due to the physical damage applied on lcb distal cover glass. In addition, we confirmed that the light guide cable fluid damage, the angle wire play, the lg prong corroded, the bending rubber cut, the root brace rubber cut, the remote control buttons cut, and the lg prong top worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Lcb distal cover glass missing.